Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles in the shell, underweight and a piece of shell (0-25%) missing . A microscopic analysis was performed which identified two broken sharp ends on the posterior side. Based on the device analysis the final assessment is: two sharp broken ends on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive reasons.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, lymphadenopathy and silicone migration. Explant surgery is planned for the future. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "implant defect ((B)(6) term used for rupture), diagnosed by ultrasound and silicone in lymph nodes. The device will be explanted and will be replaced with a non-allergan device. Left side.